Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with fever and chills. The cardiac resynchronization therapy pacemaker (crt-p) system was removed due to an enterococcus faecalis infection. The patient was treated with antibiotics and was to be paced externally until a new system could be implanted. No further patient complications have been reported as a result of this event.